Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - 3 hole guide screw into trunion. Baseplate would not accept glenosphere locking screw.

Manufacturer narrative:
The agent reported "3 hole guide screw into trunion. Baseplate would not accept glenosphere locking screw." This event occurred during treatment, near the patient. No risk or adverse event was reported by the surgeon. There was a 30 minute delay in surgery, but the surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present when this event occurred and was able to provide another suitable device. The reported device was returned to surgical for evaluation. There is a burr that is present on the thread a review of the device history record show that the reported component used in the surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. There were 4 parts scrapped at op 20 for machining the holes and thread. They were scrapped for voids in porous coating and were not related to the threads. The device was verified to have gone through an acceptable sterilization process. Complaint database review showed no previous complaints that allege this same issue. There were no other complaints against the reported lot number. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint is likely due to the instrument not properly engaging the threads resulting in the burr being generated. It is difficult to determine if the burr was present prior since the agent stated the device was inspected prior to use and found to be acceptable.